Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) was dispatched to evaluate the iabp. Upon arrival the fse turned unit on to find the alarm on the screen. To address the issue the fse replaced the fiber optic module and performed the pm. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). The nrc received the following part fiber optic module. This part was received with a reported unit failure of fiber optic module error message. Performed visual inspection of this part received and part looks to be in good condition. Installed the fiber optic module into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The nrc could not verify the failure of module error message. The fiber optic module passed testing. Sending the boards to the respective suppliers as per procedure number 0002-07-d008 rev aj. The fat dept received the board from the supplier. The supplier evaluation states the following: 1. Perform visual check result: no abnormalities found 2. Board was re-tested at fct result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf. The fat dept will retain this part as per procedure 0002-07-d008.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic module failure. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.